Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient wrote in to report another calibration error alarm on day four, hour 23 of use. The patient tried to recalibrate, but continued to get the alarm. The patient stated that this was the second sensor in the box that gives her the alarm, requiring her to change it early.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received multiple calibration error alarms which she was not able to resolve and a change sensor alarm. The customer's blood glucose was 400 mg/dl and sensor glucose was 72 mg/dl at the time of incident. The customer stated that a bad sensor alert occurred after 2nd consecutive calibration error alarm. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed the bicarbonate buffer test and the sensor passed with accurate readings.